Manufacturer narrative:
Product event summary: the patient data files and the 2af283 balloon catheter with lot number 16238 were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file number one showed six applications were performed using a 2af283 balloon catheter with lot number 16238-009. Patient file number two showed two applications were performed using the same balloon catheter, and patient file number two also showed 14 applications were performed using a 2af283 balloon catheter with lot number 16328-019. The patient files did not show any system notices on the reported date of the event. For the patient file number one, the console output data (pressure, preset pressure and flow) showed pressure was tracking preset pressure and flow readings were as expected; however, the temperature profile was unexpected during transition and ablation (the temperature graph showed fluctuations and decreased less than -60 degrees celsius) at applications number one, three, four, five, and six. For patient file number two, the console output data showed pressure was tracking preset pressure and flow readings were as expected; however, the temperature profile was unexpected during transition and ablation (the temperature decreased rapidly and reached -58 degrees celsius within 30 seconds) at applications number one and two. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated that the catheter was used for eight applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported issue of temperature decreasing too rapidly was confirmed during device data analysis; however, the issue was not reproduced with the returned product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature decreased suddenly during ablation of the left superior pulmonary vein. The issue persisted during ablation of the left inferior pulmonary vein and cryo segmentation. A connection ground wire and power supply voltage regulator were added without resolution. The coaxial umbilical cable, gas line, and tank were replaced without resolution. The console was also rebooted without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.